Manufacturer narrative:
Sorin group received a report that a stop cock changed direction during a procedure resulting in blood loss. The patient was discharged with no injury. It was also reported that blood products were administrated to compensate for the blood loss. The medwatch is being filed as a result of this action. No product was returned for evaluation. One retain sample from the involved lot was pulled for evaluation. Inspection of the retain sample found no defects or anormalities and the force required to change the direction of flow was found to be comparable to control units from current inventory. The retained sample was then subjected to stimulated use testing based on a description on how the device was being used at the time of the incident for approximately 6 hours in an attempt to reproduce the reported issue. The sample was able to complete this test with no signs of a change in the direction of flow. The reported issue could not be reproduced. Communication with the risk management department of the hospital revealed that their internal investigation determined the issue was caused by user error and no problem with any sorin product was identified. At the request of risk management the perfusion group has changed their setup to prevent future occurrences. Since no evidence was found to suggest that the issue was caused by a defect or malfunction of any sorin group will continue to monitor the market for this type of issue.

Event description:
Sorin group received a report that a stop cock changed direction during a procedure resulting in blood loss. It was also reported that blood products were administered to compensate for the blood loss. The patient was discharged with no injury.